Event description:
The pump was returned for investigation. Investigation revealed that the battery cap height was above specifications. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the battery cap height is above specifications and the battery cap width is within specifications. A visual inspection of the battery cap revealed that the threads were stripped. Testing confirmed that the yellow o-ring was visible and not secured properly. There was no defect found with the pump. (B)(6). Device history record review was conducted on 03/05/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.